Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) states she spoke to their rep yesterday about the paddle and he recommended to send out a new paddle. Pt states having trouble recharging battery inside body. Pt states she has paddle perfectly over ins and will just spin and say checking recharge quality and will at times find the screen and blinks but its not receiving connection, one time said to replace battery and all was working fine until 2 days ago. Pt states it never advances. Pt states everything else working perfectly.  Pt also states she is having pain and always has pain in spine but started in ankle due to 3 surgeries in ankle 3 years ago so that hurt and spine up to brain hurt. Pt states since the stim is off so she's in 4 plus pain and reports every morning she wakes up with pain due to muscles in body and brain works. Patient services (pss) advised for patient to try and charge. Pt was seeing the same icons as described such as checking recharge quality and just spun however never advanced. Pt states she doesn't hear clicking noise as she normally sees. Pt states she has recharger (rtm) right over ins and normally sees excellent so is in the correct spot. Pss advised to reset and once reset the green light did blink and was showing 80% for remote and 0 for implant (ins). Pt checked for damage and detected none, pt states her and the rep checked for this and did not see anything. Pt states the relay box and recharger (rtm) does get warm but not hot. It was reported that the patient received the replacement recharger, but they would now just see the "replace controller batteries soon" message. They would be on the "checking the recharger" screen for a while, then would get the batteries screen. The ins took care of multiple pains, including their ankle pain, and now that they had no stimulation, the pain was "wrapping" around their ankle. Patient called back and stated they received the replacement controller and have been trying to connect everything but it wouldn't work. Patient stated they eventually realized there was no battery in the controller and tried using the battery pack from the old controller. Patient stated it would come up with a screen that said "matrix" and then shut off. Agent understood patient was seeing the initial "medtronic" screen. Patient added that they tried using aa batteries and could set the date and time but then could not finish the set up. Patient stated they spoke with their rep and he told patient he did not know why a battery pack wasn't sent initially. The rep instructed patient to call back for a replacement battery pack, and then meet with him in office to set everything up and ensure it is working properly. Patient stated it has been 7 days now where the equipment has not been working, and they are in horrific pain all the time. Additional information was received from a manufacturer representative (rep). The rep was with pt today and notes that the controller, after having everything replaced over the past two weeks is still not holding a charge. The pt had controller charged fully last night and when the rep goes to start the pairing process today it is already depleted. The pt's ins is currently off due to health issues where she kept ins off/uncharged. Caller notes the pt was also not sent the correct battery pack cover (needs extended cover).